Event description:
During a follow-up in clinic, episodes of competitive atrial pacing and pseudofusion resulting in a loss of capture were observed on the device. The device went into high output mode due to the delivery of appropriate therapy during ventricular tachycardia. The device was reprogrammed to resolve the event. The patient was stable.